Event description:
The gyrus - 9 3/4 clamp open forceps with attached cord lot # 8266006 - was being used as normal when inside metal piece broke off; then retrieved from patient and parts passed off sterile field and kept for this report. No injury. Delayed case by several minutes preceded as usual and completed procedure. Dates of use: 2009. Diagnosis or reason for use: menorrhagia. Event abated after use stopped or dose reduced? Yes.